Event description:
In 11/2005, the lay user/patient contacted lifescan and alleged that her one touch ultra meter kept displaying "0". The medical affairs specialist (mas) called and spoke with the patient in 11/2005, who provided additional information. The patient informed the mas that in 11/2005 in the evening, she started having chills, her hands hurt and were numb, and she was feeling nauseous. She attempted to test on the meter, but the meter displayed a "o" when she turned it on. She stated that her last result was in the 100s. She proceeded with the test and the result was 54 mg/dl. Her husband drove her to the hospital, where the hospital meter result was 74 mg/dl, which does not reflect serious injury. At the hospital, she was given a shot of insulin, which she was supposed to take at home (her diabetes medication regimen includes 40 units of 70/30 in the morning and 40 units in the evening). Prior to going to the hospital, she had not taken her set amount of evening medication since "it was not time to take it yet". The issue was not resolved with troubleshooting. The patient provided the serial number and the test strip lot number. A replacement meter, control solutuon, and test strips were sent to the lay user/patient.